Event description:
It was reported that they are having trouble charging their implanted neurostimulator since over a month ago. Patient stated that they have been sitting for over an hour trying to charge the implant and it will not charge. Patient then stated that the quality is at recharging excellent but the ins charge did not increment at all. Patient mentioned that the controller is fully charged but it is not charging the implant. Patient also stated that when it does charge it gives them stimulation where the stimulator is and it has never done that before. Patient stated that the paddle is getting warmer that usual when recharging ins. Patient confirmed that there is no visible damage to the recharging cord and added that they already tried repositioning the paddle but did not resolved. The issue was not resolved. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The recharger with model 97755-s and serial# (B)(6) was received for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.